Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. At this time, there is no further information available. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. Boston scientific technical services (ts) reviewed the most recent device data which indicated that anti-tachycardia pacing (atp) and a shock had been delivered due to ventricular fibrillation (vf). However, the presenting electrogram (egm) had noise resulting in oversensing on the right ventricular (rv) lead. The shock lead impedance and pace impedance measurements had also decreased, but were still within normal limits. The health care professional (hcp) planned to get a chest x-ray. No additional adverse patient effects were reported.